Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that a consistent occlusion bell sounded during the sculpt phase. The phacoemulsification tip and hand piece were flushed and the bell persisted. The tubing was replaced and the issue was resolved. The surgery was completed with no patient harm.

Manufacturer narrative:
Additional information: this is the first complaint reported for this finished goods lot. Review of the device history record indicates the order was built to specification. Three wet cassettes were returned for this complaint. The samples were visually inspected and no obvious defects were found. It was noted that the drain bags were detached from the cassette covers due to saturation. The samples were functionally tested and passed all aspects of functional testing. The root cause of the customer's complaint could not be established as the returned samples met specifications. (B)(4).